Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, an endeavor sprint drug eluting stent implanted in the lad. Approximately 40 months post procedure, patient death occurred. Death outcome is reported as a cardiac death.